Event description:
A cardioquip (cq) technician notified cq service that the internal tubing of this device was identified as potentially contaminated during a repair and submitted pictures to cq for review. Cq director of operations and epidemiologist reviewed the pictures and recommended that the device receive hpc testing to gain a quantitative analysis of water quality. No patient involvement was reported. Cardioquip received hpc test results that were outside of cq specifications for water quality on 10/16/24, indicating device contamination.

Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during a device inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that the device receive an internal water pathway replacement. The customer agreed to the repair of the device, and it has been completed at cardioquip. Thus, returning it to specification and full functionality.